Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shock therapy. Programming changes were made to the svt. Patient condition after the event was fine and will be seen again in few months.